Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a system interconnection flex cable that was detached, creased, and bent. The cable was replaced to resolve the report. It is unknown how the cable became detached; there was no sign of impact damage on the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.